Manufacturer narrative:
(B)(4). The customer (hospital biomedical engineer) evaluated the device and verified the reported intermittent failure. The customer advised physio-control that they are unsure if they will repair the device due to the costs associated with the out of warranty repair. The device has not been returned to physio for evaluation. The cause of the reported failure could not be determined.

Event description:
The customer (hospital biomedical engineer) called to report that their device would intermittently not power on with ac or dc power. There was no patient use associated with the reported failure.